Event description:
Complainant alleged that clinicians were monitoring the heart rhythm of patient in critical condition. (Age unknown) as a pretentative action, the clinician switched from monitoring to defib mode and the device shut down. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired, however it was not as a result of the reported malfunction.